Event description:
This event was entered based on review of the article: new generation drug eluting stents: focus on xience v everolimus-eluting stent and resolute zotarolimus-eluting stent. In this article clinical and pre-clinical trials were reviewed that have been performed with currently available, european conformity-marked and food and drug administration-approved new generation xience v drug eluting stents. Based on the review, xience v drug eluting stent offers a consistent, strong performance and safety for the treatment of coronary artery disease, thereby improving patient outcomes. The end-points of the studies included cardiac death, target lesion revascularization, target vessel revascularization, myocardial infarction, and in-stent thrombosis at 1 year follow-up. Kamir registry included 3309 patients with 1701 treated with xience v:0.3% probable/definite stent thrombosis; 6.5% tlf (composite of cardiac death, myocardial infarction, or clinically driving target lesion revascularization).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Twente trial, a single center study consisted of 1391 patients. It is unknown how many were treated with xience v: 1.4% cardiac death; 4.6% target vessel-related myocardial infarction; 2.7% target vessel revascularization (tvr); 1.16% probable stent thrombosis. Resolute all comers trial: 8.3% tlf (composite of cardiac death, myocardial infarction, or clinically driving target lesion revascularization); 1.5% definite/probable stent thrombosis; 1.7% any cause death. Examination trial (clinical evaluation of the xience v stent in acute myocardial infarction)-a 12 center study of 1498 patients with stemi: 11 +/- 9% all-cause death and myocardial infarction; 2 +/- 1% target lesion revascularization (tlr). No additional information was provided. Date of implant estimated as (B)(6) 2012 there were no reported product deficiencies. The reported patient effects of myocardial infarction, thrombosis, and stenosis/restenosis are listed in the xience v everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.